Event description:
It was reported that in preparation for a rotational atheterectomy procedure, the floppy rtw guidewire broke during platforming. There was no contact with the pt, and the procedure was completed with another of the same devices.